Manufacturer narrative:
This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. No sample is available for evaluation, therefore the reported condition could not be confirmed nor duplicated and the assignable cause could not be determined. Per review of the batch records, no nonconformance report was documented for this lot. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report from baxter-(B)(4) of leakage from the pcm (patient control module) button during the patient use. The drug being infused was morphine hydrochloride and saline. No patient injury or medical intervention occurred. No additional information is available.